Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012089, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012089 was manufactured according to the work instruction (wi) version 100 and packaging in the machine multivac 14 on 05-mar-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b04500 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 03-mar-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b03016 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 04-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02914 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02933 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 03-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b04502 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 03-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.